Event description:
It was reported that ,the surgeon noticed the ha coating was missing in a couple spots before implanting after loading metaglene on inserter. He requested another metaglene. No surgical delay due to this event. Doe: (B)(6) 2022. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for analysis. The part presented segments of the ha coating detached from the part. The device's package was not returned for examination. No brand-new or receipt condition was able to be visualized in order to confirm damage to the device before pulling it out from the package. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.